Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Difficulties to advance the catheter was reported. However, it cannot be confirmed with the information available if the difficulty to advance was associated with the ivl catheter or the other non-shockwave devices used during the procedure. There was no malfunction reported on the ivl catheter. The cause of the perforation, thrombosis, and death could not be definitively determined based on the information available. After ivl treatment, a nc balloon was inflated to 18atm which could have been a contributing factor to the perforation; however, could not be definitely confirmed. The physician noted that the thrombotic events in the rca and lad, particularly the perforation of the lad, contributed to the patient outcome. The lot number of the device provided was incorrect. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
Shockwave c2+ intravascular lithotripsy (ivl) catheter was used to treat a lesion in the right coronary artery (rca) and left anterior descending artery (lad). The rca was successfully treated with no complications. An attempt to treat the lad was initiated and the proximal segment was measured at 3.5, but the catheter could not be advanced to the distal segment. A predilation balloon was placed in the proximal segment but failed. A 3.5x12 ivl device was used, delivering approximately 60 pulses to the lesion and 40-50 pulses to the proximal area. A 3.25 non-compliant balloon was inflated to 18atm resulting in perforation. A covered stent was deployed at the site of the perforation, and pericardial tape was applied. Post intervention angiogram showed shutdown of the rca and clotting in the left system. The patient expired on the table following the procedure. A pericardiocentesis was performed, revealing thrombosis in both the rca and lad, with confirmed perforation in the lad. The clot was not addressed due to rapid patient decompensation. The physician noted the patient was heparinized, and activated clotting times (act's) were monitored throughout the procedure. The physician noted that the thrombotic events in the rca and lad, particularly the perforation of the lad, contributed to the patient outcome.